Event description:
It was reported that during a veterinary hemilaminectomy surgery on a canine, it was observed that the release ring was stuck on the burr attachment device and the device would not turn. There were no delays to the surgical procedure as a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the release ring was locked up and the device was not functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.